Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient was implanted with a neurostimulator (ins) for complex reg pain syndrome type 1 and spinal pain. Patient reported that they had rsd in hands. On (B)(6) 2016, they had an abscess removed from left ring finger. On about (B)(6) 2016, they lost most of their sense of smell and appetite. Patient confirmed that the surgery was not related to the stimulator. By (B)(6) 2017, they lost 6 pounds and their battery pack became loose, which made it difficult to walk or exercise. At that time, patient exercised about 2 hours a day. They consulted with the orthopedic surgeon who originally installed the neurostimulator and he suggested trying body core exercises, such as superman and plank to stabilize the battery pack. After 3 days, the battery pack was still loose. Patient began using many weight machines, in the super slow mode, alternating arm and leg exercises on alternate days. In addition, they performed , sit ups and back exercises, every day. Within a week, the battery pack was firmly attached to the body. Patient had been eating a lot of high calorie foods such as ice cream, pizza, chocolate, (B)(6), etc. But could not gain a pound. By (B)(6), patient lost another 4 pounds. Patient gained several pounds of muscle mass in arms, legs, and body core. The several ounces of muscle mass gained around the battery pack firmly anchored the battery pack to the body. Recently, patient was exercising 2 1/2-3 hours per day. Patient was trying to gain 5 pounds to stabilize the battery pack so they were reducing exercises. Patient recently slightly reduced weight exercises and increased core body exercises in an effort to gain weight. This over training exhausted the patient. Patient reported it would also surely cause injury. It was reported that if patient stopped the weight training too fast, the battery pack would loosen, and that may also cause serious injury. Patient wanted to avoid another surgery to re-sew the battery pack into body because surgery prevented them from exercising, which increased the pain ((B)(6) 2017). Patient reported they were (B)(6), and totally exhausted from over training. Patient wanted guidance on ways to safely stabilize the battery pack. Additionally, it was reported by the patient that they lost 10-11 pounds from (B)(6) 2016 until the date of report. Patient stated that for the last 20 years they had been using exercise as a way to control pain. Starting (B)(6) 2017, patient planned to cut back on weights rather than aerobics. On (B)(6) 2017 patient's managing hcp reported that patient had a physical exam and was lean with greatly reduced body fat. The ins had some mobility in the pocket created. Patient was on an exercise program and had a follow up office visit. Consideration was being given to surgically explant and reimplant the device in a new pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.